Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they had issues charging their controller and patient was unclear about the event date but did mention they were getting a little bit of charge and it would shock them up until 2 or 3 days ago. Patient got a replace controller batteries message. Agent inquired if the shock was uncomfortable or if by shock they referred to their stimulation and patient responded with they needed the controller 'pain' in their spine every so often for their muscle spasms and the stimulation wouldn't come on. Patient was taught by their representative on how to correctly turn off their stimulation because they weren't turning off their stimulation correctly which might have drained their stimulation. Patient also mentioned the controller might have gotten too hot. Patient mentioned they were able to hook up to their back but also gave conflicting information that their back wasn't charging. Patient also mentioned the controller would charge but the controller wouldn't charge.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID: 97745, serial: unknown, product type: 0201-programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.